Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a cartridge change error occurred. Additionally, the customer's blood glucose level displayed "high." A manual insulin injection was administered to address bg. Technical support made multiple attempts to further troubleshoot but, they did not receive a response. No additional product or event information is available.